Manufacturer narrative:
The tech isolated the issue to a hydraulic valve sticking. He replaced the valve to repair the bed.

Event description:
Info received indicates the head section could not be raised during a preventive maintenance check.